Event description:
(B)(4). I have increasing lower back pain. I cannot lay on my back or stomach. After I brace myself, I have to roll out of bed; push myself with my hands. I cannot bend over (knees bent/straight) without bracing myself on my knee(s). I have to sit slowly and not too low.